Event description:
Triple channel IV pump was beeping a regulator sound (like kuo)- went into pt. Room and rn noted that channel a read failure: levophed (medication) was infusion at 42 cc/hr. Patient blood pressure at the time was 60/20. Levophed had to be moved to 3rd chamber and the pump required reprogramming. Pt. W/o levophed administration for approximaty 3 minutes. Pt became short of breath and within 2 minutes developed seizure like activity rolled back in bed. Patient expired within 10 minutes after nothing pump failure.